Manufacturer narrative:
The insulin pump failed vibrate check on self-test due to broken black vibrator motor wire. The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched display window, cracked battery tube threads, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had his pump on during an x-ray. The customer will be sent a replacement pump.